Event description:
Later reported "nonspecific inflammation", "late seroma" and "capsular contracture baker grade iii". This record is for the right side. Device was explanted and replaced with another manufacturer device.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, d6b, h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture; "contracted."

Event description:
Healthcare professional reported right side "rupture and contracted" confirmed via ultrasound. The device remains implanted.

Event description:
Healthcare professional reported "rupture and contracted" confirmed via ultrasound. Later reported "nonspecific inflammation", "late seroma" and "capsular contracture baker grade iii". This record is for the right side. Device was explanted and replaced with another manufacturer device.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: seroma-late: unable to observe as it is not related to the manufacturing process. Capsular contracture: unable to observe as it is not related to the manufacturing process. Rupture: not observed. As per the investigation procedure, deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.